Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the coil detached. Treatment of a large aneurysm in the right internal iliac was being performed with the use of a .035 interlock cube 20mm x 40cm coil. When the physician was advancing the coil through the catheter, the coil could not be pushed out of the catheter totally. The coil was withdrawn and again advanced when the coil suddenly detached from the pusher. The coil couldn't be advanced with a .035" guidewire. The physician used an angio catheter with a 45cm non bsc sheath to removed the coil with a snare. The procedure was completed with additional coils being placed. No patient complications were reported and the patient status was stable.